Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (above 600 mg/dl). The customer changed the infusion set twice. The customer was not sure what the caused the high bg. The customer reverted to using a non-tandem pump to address the bg level. On (B)(6) 2016, the customer reconnected to the pump and resumed insulin delivery.